Manufacturer narrative:
The reported even for inoperable ipg was not confirmed. At receipt the ipg successfully communicate with lab utilities, accepted charge and was fully recharged. It passed all functional testing (bench and autotest). No root cause was identified for the reported issue. Based on information obtained, decision is not reportable as analysis confirmed normal device characteristics. The ipg successfully communicated upon receipt of device and passed all functional testing.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report. Further information was requested but not received.

Event description:
It was reported that the patient experienced a loss of therapy due to their ipg becoming inoperable. As a result, surgical intervention was taken to replace the device.